Event description:
It was reported that the patient was experiencing a fever, chest pain, a decrease in blood pressure and percardial effusion due to a suspected cardiac perforation. It was also reported that the right ventricular (rv) lead r wave measurements had decreased. Rv lead repositioning was planned; however, due to the patient's fever, the lead was removed. The lead was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the conductor was kinked/buckled, the outer insulation was breach cut, there was blood on the conductor (not obstructed), the distal electrode was covered in blood, and the lead had apparent explant damage. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).